Manufacturer narrative:
Tw # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that they experienced a vasoview hemopro polycarbonate 2 c-ring fracture whilst harvesting the saphenous vein. The patient had a larger caliber vein requiring an above average amount of transection; this in addition to challenging anatomy could have contributed to the c-ring cracking and/or overheating. There was no detachment observed. The team opened a new kit and finished the case successfully, a minor delay of 2-3 minutes occurred. No patient harm.

Manufacturer narrative:
Trackwise (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 07/10/2025. An investigation was conducted on 7/14/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000477311 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.